Manufacturer narrative:
Reporter info: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the "venaflow elite unit caught fire in the operating room. No one was injured and the fire department was called to the scene. The machine was cleared to go back into the building by the fire marshall after the scene was cleared." No further information is currently available.